Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with a peak blood glucose of 328 mg/dl during a supply change, after which insulin delivery was resumed without issues and glucose began trending down. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing. Investigation included troubleshooting and education with the user regarding supply change and monitoring. Investigation of this case revealed the cause of the hyperglycemia was unclear. It was concluded that the device functioned as intended after supplies were changed and that no additional clinical action was required.